Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging his usb charging cable "smoked, burned and discolored." The patient reported the alleged issue occurred on (B)(6) 2013. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 he went to his doctor's office for a blood glucose test only, and did not require any treatment for an acute complication of diabetes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.